Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00760.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a patient underwent a stenting procedure on (B)(6) 2013 where two smart control stents were place at the proximal to the distal of the left superficial femoral artery. The rate of stenosis was (B)(6). The stents were placed in the target lesion without any issues. At an unknown date, the patient underwent an unknown procedure in another hospital, so antiplatelet agents were stopped. At an unknown date, restenosis was found, the patient was still off the antiplatelet therapy. On (B)(6) 2014, the lesion was treated with bypass surgery. On (B)(6) 2014, it was reported that the patient recovered. The patient¿s medical history is unknown. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). Pf: (B)(4). The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
As reported by an affiliate, a patient underwent a stenting procedure on (B)(6) 2013 where two smart control stents were place at the proximal to the distal of the left superficial femoral artery. The rate of stenosis was 100%. The stents were placed in the target lesion without any issues. At an unknown date, the patient underwent an unknown procedure in another hospital, so antiplatelet agents were stopped. At an unknown date, restenosis was found, the patient was still off the antiplatelet therapy. On (B)(6) 2014, the lesion was treated with bypass surgery. On (B)(6) 2014, it was reported that the patient recovered. The patient¿s medical history is unknown. This is a case from japan smart pms for sfa and the case number is (B)(4).